Event description:
Related manufacturer reference number: 3006705815-2021-06511. It was reported that the patient never had effective therapy from implant. Programming was attempted without success. As a result, surgical intervention occurred on (B)(6) 2021 and the system was explanted and replaced with a drg system. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.